Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date performed and type unknown). According to the complainant, the volume of the active tone drifted during energy delivery. It is unknown what was used to complete the procedure. During testing of the unit, the biomed at the account was able to duplicate the issue with the active tone, and it was confirmed that the electrical output of the unit was not affected.